Manufacturer narrative:
During a onsite visit the fse (field service engineer) was unable to duplicate customer reported event. Fse replaced cet camera, mount and processor as a preventive measure. Fse verified alignment and rotation and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications and works as intended. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An office manager reported tracking issues during refractive treatment. Additional information has been requested.

Manufacturer narrative:
The eye tracker camera and eye tracker processor board were received and failure analysis was performed: visual inspection of eye tracker camera and eye tracker processor board shows no obvious damage. However, the lens of eye tracker camera is dirty. So the correct pupil detection could be reduced by the pollution on the lens and tracking is difficult. The root cause for tracking difficulties is a dirty lens of the eye tracker camera. However, it is unable to determine why camera lens is dirty. The manufacturer internal reference number is: (B)(4).